Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: incident ¿ (B)(6) 2017 - procedure being performed ¿ laparoscopic cholecystectomy - plastic from the trocar came off during procedure - no harm identified. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Applied medical has reviewed the limited details surrounding the event and related products. At this time, applied medical is unable to determine the nature of the failure and the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: incident ¿ (B)(6) 2017. - procedure being performed ¿ laparoscopic cholecystectomy. - plastic from the trocar came off during procedure. - no harm identified. Patient status: no patient injury.